Event description:
It was reported that the patient¿s lead had moved. Additional information reported that this was the second revision in the past month. It was reported that at a follow up appointment on (B)(6) 2013 patient was reporting abdominal stimulation. ¿x-ray indicated lead had migrated to top of t7.¿ it was reported that the revision was on (B)(6) 2013. Additional information reported that the surgeon repositioned lead to midline t8. It was reported that a ¿wake up test¿ was done to ¿determine that stimulation was in bilateral legs/low back.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, lot#, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported the patient's abdominal stimulation was back. It was noted the patient had an x-ray again the lead had moved up to t7. It was further noted that the patient was scheduled for their second revision. The reporter stated they met with the patient the morning of this report for the patient's follow up appointment post revision. It was noted the patient was getting therapeutic stimulation in their legs and low back where their chronic pain was. It was further noted the patient was happy with their therapy.